Manufacturer narrative:
Information was received from (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was experiencing pain. After several test were performed it was decided that there was infection in the patient's hip. A failed attempt was made to suppress the infection via antibiotics. During the surgery severe corrosion of the morse taper and the locking ring being immobile were noted. A new head and liner were implanted.